Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient's two inss moved up to their shoulders now. The right ins had a corner that felt like it was going to pop through the skin. This was noticed on june 2nd before the inss were replaced. During the surgery they were told the inss would drop back down after the swelling went down. It was reported they haven't and they went further up. After replacement, before their post op appointment on june 19th, they moved even more. No further complications were reported or anticipated with this event.